Event description:
It was reported that during laparoscopic cholecystectomy, no problem at loading and ligation of the first clip. The second clip got jammed in the applier and was not loaded. The user took the device out of the patient's body and gripped firmly, however, the clip was not loaded. The device was replaced with a new one by which the procedure continued with no problem. No clip fell/remained in patient, and no injury to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip protruding from the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it got stuck in the bent rotation tab. The clip was manually removed , and the next clip also got stuck in the bent rotation in a closed position. The following clip was out of position and protruding out of the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Additionally, the proximal end of the feeder was bent. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900053 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, no problem at loading and ligation of the first clip. The second clip got jammed in the applier and was not loaded. The user took the device out of the patient's body and gripped firmly, however, the clip was not loaded. The device was replaced with a new one by which the procedure continued with no problem. No clip fell/remained in patient, and no injury to the patient occurred.